Event description:
The user reported an albumin result of 0.2 g per dl for one patient sample that was questioned by the doctor. The sample was pulled and the user noted the separator gel in the tube was slanted. The sample was recentrifuged and tested on the c4 module with a result of 3.7 g per dl. The sample was then repeated on the original analyzer with a result of 3.5 g per dl. The doctor then requested all tests for this patient be repeated and an albumin result of 4.0 g per dl was obtained on the original analyzer. The result was corrected to 4.0 g per dl. The user was not aware of any other samples affected. The patient received no treatment or intervention due to the original result. The field service representative determined the cause to be the sample being centrifuged incorrectly. He verified that no sample short errors or probe sucking errors were on the alarm trace for the time sample was processed.